Event description:
Diagnosed with kidney cancer on (B)(6) 2020, had kidney removed on (B)(6) 2021. Had double pneumonia on (B)(6) 2020, also has had covid (B)(6) 2020. Started using philips CPAP dreamstation in (B)(6) 2017, then all the aforementioned problems began.